Event description:
Ems service provided acls for cardiac arrest of this pt with a lifepak12. Initially was able to manually defib pt. After 2 shocks the lifepak would no longer manually shock pt. New pads and all connections checked and reattempted without success. Switched to advisory mode and was able to defib in this mode. Dates of use: 2004 - 2009. Diagnosis or reason for use: #1. Cardiac monitoring. #2. Cardiac arrest.